Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the battery cap could not be removed from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/15/2015 with the following findings: a battery compartment crack was observed. The battery compartment threads were damaged. The battery cap threads were damaged. The cap contact height was out of specification. The returned cap was unable to be used for further investigation. A test cap was able to secure to the pump for investigation.